Manufacturer narrative:
Results: product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. The inner member was separated 1.2 cm distal to the guide wire exit notch, there was a gap between the two pieces of inner member for a length of 2 mm. The separated edges of the inner member were stretched. The inner member was not bunched. There was no damage noted to the outer member. The inflation device used in the procedure was not returned. The total catheter length was measured and met manufacturing criteria. The distal catheter length was measured and met manufacturing criteria. A new indeflator, filled with water, was used to pressurize the balloon catheter, when fluid leaked from the guide wire exit notch. The balloon did not inflate, due to the leak in the guide wire exit notch. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention/leak in shaft. Device issue: leak in shaft. It was reported that the target lesion was in the first diagonal with mild tortuosity mild calcification, and 90% stenosis. After performing ivus, the voyager 3.5 x 15 mm was delivered and inflated at 8 atm. However, at the second inflation, the pressure only went up to 2 atm, and went down. When the lesion was confirmed over the angiogram, a dissection had occurred at the lesion. A new voyager 3.5 x 15 mm was delivered and it was inflated several times. The stent was implanted and the procedure was completed. When the voyager was inflated outside the patients body again, there were leaks from the tip and around the guide wire exit port (two parts). No additional event or patient information is available.